Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, experienced unnecessary shocks. A revision procedure was performed; and revealed that the right ventricular (rv) lead lead had experienced a clavicular crush and exhibited a loss of capture. The patient was in a sinus rhythm during the loss of capture. The crt-d was explanted and replaced and the rv lead was replaced and surgically abandoned. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.